Event description:
On (B)(6) 2014, the patient was initially treated for an acute type b dissected thoracic aorta with a conformable gore® tag® thoracic endoprosthesis. It was reported the patient underwent a previous left subclavian bypass. On (B)(6) 2015, imaging reportedly identified the dissection had extended retrograde into the ascending aorta. It was reported the cause of the dissection is possibly ongoing hypertension and drug abuse. On (B)(6) 2015, the retrograde dissection was reportedly stable and not treated. An open repair was performed where a previously implanted proximal graft was reportedly sewed to the aorta and the distal conformable gore® tag® thoracic endoprosthesis to treat aneurysmal degeneration of the thoracic aorta. It was reported the patient tolerated the procedure.

Event description:
On (B)(6) 2015, an open repair was performed whereby a surgical graft was implanted. During the procedure the surgical graft was reportedly sewn to the proximal end of the previously implanted ctag device. It was reported the physician elected to suture the surgical graft into the aorta in order to anchor both the surgical graft and the ctag device.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient¿s medications include: aspirin, clonidine, and hydralazine.